Event description:
During surgical procedure, surgeon went to use the cautery machine and the tip of the cautery sparked. There was a brief instant of flame and a sizzling sound could be heard. It did not touch the patient, drapes or anything else. The flame was described as a "flash/an instant".manufacturer response for cautery machine, (brand not provided) (per site reporter).======================none at this time.what was the original intended procedure?c-section.device #1is this a laboratory device or laboratory test?no.